Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. The reported patient effect of dissection as listed in xience xpedition everolimus eluting coronary stent system instructions for use is a known patient effect that may be associated with the use of the device. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling. A review of the lot history record revealed no non-conformances that would have contributed to the reported event.

Event description:
It was reported that the procedure was to treat a moderately calcified, mildly tortuous, de novo lesion in the mid left anterior descending coronary artery. Pre-dilatation was performed with an unspecified balloon dilatation catheter (bdc). The 3.0x15 mm xience xpedition stent was implanted. However, post-procedure during angiography check, a proximal dissection was noted. An unspecified xience xpedition stent was used to cover the dissection. There were no adverse patient sequelae and no reported clinically significant delay. No additional information was provided.